Event description:
Customer reported, the left monitor intermittently does not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.